Event description:
The dealer alleges that the left front arm socket is broken. The serial number no longer pulls up in our system but he gave the model number of (B)(4). He had no further information and was no longer on the phone.